Event description:
It was reported that cadd solis vip pump, alarmed cassette not attached properly during testing. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with the air detector loose. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. The device was tested and found to be operating within manufacturing specification. The downstream occlusion sensor seal was removed and revealed a contaminated sensor. A contaminated sensor would cause intermittent cassette not attached properly issues. Replaced dso (downstream occlusion) sensor as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.